Event description:
Inside of cheek in mouth injured [mouth injury] brush head came loose¿dangling from the hand piece -oral b [device connection issue] case narrative: consumer called and stated that his inside of cheek injured because of the brush head come loose from drive unit. No serious injury was reported.

Manufacturer narrative:
23-apr-2025-product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
23-apr-2025-product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text: pending investigation.

Event description:
Inside of cheek in mouth injured [mouth injury] brush head came loose¿dangling from the hand piece -oral b [device connection issue] case narrative: consumer called and stated that his inside of cheek injured because of the brush head come loose from drive unit. No serious injury was reported. Follow up product received. Pending complaint investigation.

Event description:
Inside of cheek in mouth injured [mouth injury] brush head came loose¿dangling from the hand piece -oral b [device connection issue] product counterfeit- oral b [product counterfeit]. Case narrative: consumer called and stated that his inside of cheek injured because of the brush head come loose from drive unit. No serious injury was reported. Follow up product received. Pending complaint investigation. Follow up product unvestigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill . No serious injury was reported.

Manufacturer narrative:
10-july-2025-product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.